Manufacturer narrative:
Of the 23 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to cracked battery compartments, damaged battery cap and battery cap thread being damaged. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 23</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-77 years of age and between 38 and 246 pounds. Of the reported patients, 8 were male and 15 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 5 instances of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.